Event description:
A caller reported that a cartridge was damaged in the canister, and this issue occurred once. There was no adverse impact to the customer's blood glucose level. Since the caller did not have additional cartridges available, they were advised to contact their healthcare provider for backup therapy, and the cartridge could not be returned.